Event description:
The tip of the cutter broke off; per malfunction report the piece was removed by opening the shoulder. Return of the device showed that part of the cutting edge is broken and it appears to have snapped, additional information was requested as to the type of suture and how many legs of suture were being cut, the tip is bent.

Manufacturer narrative:
Part of the cutting edge is broken and was returned, it appears to have snapped, additional information was requested as to the type of suture and how many legs of suture were being cut, the tip is bent and the device was tested with ultrabraid suture and the device did not cut. (B)(4)